Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the minicap transfer set and amia cassette. When the patient was trying to disconnect the transfer set from the patient line of the amia cassette, the dark blue part (female connector) of the transfer set "came off" and the patient was unable to disconnect. The patient used clamp scissors to disconnect. There was no report of patient injury or medical intervention associated with this event, however the patient was treated with prophylactic antibiotics. No additional information is available.